Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope has an issue passing cleaning brush through working channel. The brush was attempted from the distal end and hemostasis clip was discovered. The scope was leak tested again and failed. There was no visible leak identified. The issue occurred during the manual cleaning process. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (health professional was inadvertently selected on the initial medwatch). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the reported event brush was passed through the biopsy channel from the distal end and hemostasis clip occurred due to the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel and glue of bending section cover. The foreign material was hemostasis clip. However, a definitive root cause could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.